Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels. Customer could not tell where he was and the paramedics and to look around for his vehicle. Customer was passed out when the paramedics arrived and his blood glucose level was 23 mg/dl. Customer was treated on location and was not taken to the hospital. Customer stated that the issue occurred 5 years ago. Customer stated that he always refuses to go to the hospital. Customer mentioned that the issue occurred with the old insulin pump. No further details given.